Event description:
It was reported that the implant failed. Additional information received reported that the initial implant placed in tooth #4 occurred on (B)(6) 2017 and that the implant was an inclusive tapered implant. The implant was removed due to a failure to osseointegrate. Another implant was subsequently placed in tooth #4. No additional information related to this event was available.

Manufacturer narrative:
The complaint device has not been returned. If the device is returned, a supplemental report will be submitted. A4 - was requested but not available. B3 - was requested but not available. D4 - not available as the lot number was not provided. D6b - was requested but not available. H4 - not available as the lot number was not provided. CAPA ca-00016 manufacturer reference: comp (B)(4).

Event description:
It was reported that the implant failed. Additional information received reported that the initial implant was placed in tooth #4 on (B)(6) 2017 and that the implant was an inclusive tapered implant. The implant was removed due to a failure to osseointegrate. The date of explant was not recorded. Another implant was subsequently placed in tooth #4. No additional information related to this event was available.

Manufacturer narrative:
Additional information: b5, g1, h6 the device has not been received. However, the non-visual device evaluation has been completed and the results are as follows: DHR results the lot number was not provided therefore the DHR could not be reviewed. Stock product reviewed results the lot number was not provided therefore the stock product could not be reviewed. Investigation methods/results per the reported information, it is unknown if the reported device was returned. To date, the device has not been physically accounted for and sent to the complaint's team for analysis. Root cause "failure to osseointegrate" is a common complaint in regard to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes. Although the root cause for failure to osseointegrate is inconclusive and specific to each case, probable causes could be due to insufficient bone or poor bone quality; either the bone was too soft, or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors. Per the reported information, the patient has a metal allergy. Rpt-7962 rev 1 (report for biocompatibility testing of inclusive tapered implants) contains the following statement in the conclusion section: "the test results confirm that inclusive tapered implants are biocompatible with regards to the testing conducted in accordance to iso 10993-1." IFU 4989 rev 2 (inclusive tapered implant system) contains the following statement in the contraindications section: "inclusive tapered implants should not be placed in patients discovered to be medically unfit for the intended treatment. Prior to clinical intervention, prospective patients must be thoroughly evaluated for all known risk factors and conditions related to oral surgical procedures and subsequent healing. Contraindications include but are not limited to: vascular conditions, uncontrolled diabetes, clotting disorders, anticoagulant therapy, metabolic bone disease, chemotherapy or radiation therapy, chronic periodontal inflammation, insufficient soft tissue coverage, metabolic or systemic disorders associated with wound and/or bone healing, use of pharmaceuticals that inhibit or alter natural bone remodeling, any disorders which inhibit a patient's ability to maintain adequate daily oral hygiene, uncontrolled parafunctional habits, insufficient height and/or width of bone, and insufficient interarch space." IFU 4989 rev 2 (inclusive tapered implant system) contains the following statement in the surgical procedures under precaution section: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. For best results, please observe the following precautions: all drilling procedures should be performed at 2000 rpm or less under continual, copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to." IFU 4989 rev 2 (inclusive tapered implant system) contains the following statement in the warning section: "absolute success cannot be guaranteed. Factors such as infection, disease, and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." IFU 4989 rev 2 (inclusive tapered implant system) contains the following statement in the warning section: "the implant site should be inspected for adequate bone by radiographs, palpations and visual examination. Determine the location of nerves and other vital structures and their proximity to the implant site before any drilling to avoid potential injury, such as permanent numbness to the lower lip and chin." CAPA ca-00016 manufacturer reference:(B)(4).